Manufacturer narrative:
The IFU recommends if overlapping devices of the same diameter, overlap by at least 5 cm

Manufacturer narrative:
Additional conformable gore® tag® device included in this report: tgu454520j/14718484. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with conformable gore tag thoracic endoprostheses (tgu454520j/14779788, tgu454520j/14718484) to treat a thoracic aortic aneurysm. Two debranch procedure (left common carotid artery and left subclavian artery) was performed before the tag implant. The angiography showed that there was no endoleak. On (B)(6) 2016, an additional procedure was performed to implant a gore tag thoracic endoprosthesis (tgu454520j/15337472) to treat a type iii endoleak between the tag devices. After the procedure, the angiography showed that the endoleak had resolved. The patient tolerated the procedure. The physician commented that the cause of the type iii endoleak was due to lack of overwrap.